Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange procedure on 8 apr 2021. Device interrogation prior to procedure revealed noise on the right ventricular lead. The physician elected to cap and replace the lead during the device exchange procedure. The patient condition was stable before, during, and afterwards.